Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The lead helix exhibited extension and retraction issues. It was felt like pin was loose. The lead was removed and replaced prior to pocket closure. The ra lead returned for analysis and it was determined that the lead was fractured. No adverse patient effects were reported.